Manufacturer narrative:
(B)(4).

Event description:
A physician reported to a manufacturer's field representative that their tablet was experiencing communication issues. It was identified that the communication issues were likely related to a damaged usb port on the tablet. No patient therapy was reportedly affected. The tablet was received and analysis verified that the usb port was damaged. Once a temporary port was installed, no further anomalies were identified. A review of the device history record for the tablet verified that the tablet passed all specifications prior to release for distribution.